Event description:
The pump was returned for recurring loss of primes. Investigation revealed that the force sensor pins are dislodged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed dislodged force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.